Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 10 seconds, the balloon ruptured and a horizontal tear was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.